Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the basal rate profile changed from 3 to 4. The basal rate reset automatically to 4, this was not the basal rate that was originally programmed on the infusion device. The patient experienced elevated blood glucose levels. No adverse event was reported. The customer declined to return the infusion device for product evaluation.